Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed and a subsequent balloon rupture occurred. The tavr was performed on a patient with bulky sinotubular junction calcium, which was discussed during case planning as a high-risk factor for balloon rupture. Following deployment, the balloon ruptured. The delivery system was removed without incident. The valve was then post-dilated using a 22 mm true balloon. The patient was transferred in stable condition to the pacu.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the valve was deployed and a subsequent balloon rupture occurred. The tavr was performed on a patient with bulky sinotubular junction calcium, which was discussed during case planning as a high-risk factor for balloon rupture. Following deployment, the balloon ruptured. The delivery system was removed without incident. The valve was then post-dilated using a 22mm true balloon. The patient was transferred in stable condition to the pacu. Pre decontamination photos confirm the "balloon burst" is actually a "balloon leak".

Manufacturer narrative:
A supplemental MDR is being submitted due to preliminary pre decontamination testing. The following sections have been corrected b4, b5, g3, g6, h2, h3, h6, h11. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation, functional testing and dimensional testing were performed. The returned device was visually examined, and the following was observed: the balloon shaft is kinked, likely due to returned packaging. The middle of the flex shaft is kinked, likely due to returned packaging. No other abnormalities were observed on the delivery system. The following was found during preliminary pre-decontamination: 23mm commander ds returned with the loader cap over the flex shaft. Kink in middle of flex shaft (likely due to pkg). Kink on balloon shaft (likely due to pkg). Qualcrimp inserted over kinked flex shaft. Pinhole leak observed on proximal balloon shoulder. The provided 3mensio imagery was reviewed, and the following was observed: calcification in the native annulus and stj. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon leak is confirmed based on evaluation of the returned device. However, no manufacturing nonconformances were identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the patient's bulky sinotubular junction calcification could have compromised the integrity of the balloon wall and led to leakage through several mechanisms, including puncture, local overstretching, open cell impingement, or stress concentration. This also aligned with the puncture location observed on the balloon. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.